Event description:
A patient reported front tooth is not being adjusted to the position they want and it's still off position. The clinical support assessment team stated possible tipping and intrusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.